Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary had full height drawer issue and it did not open. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was failed. A field service engineer (fse) found no initial failures upon arrival, but the drawer failed when opened, faulty rails were discovered and replaced. The fse removed drawer from the station, shut down, replaced both universal rails on the full height drawer, reinstalled the drawer, aligned the back cage, and tested functionality to resolve. The fse mentioned that the drawer contains some heavy medications, so drawer does not have enough push to pop out all the way and would require maintenance to check floor at rear of station for any dips. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary had full height drawer issue and it did not open. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.